Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the headlight of the device was loose on the connection with fork and there was a possibility of headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the headlight of the device was loose on the connection with fork and there was a possibility of headlight detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by getinge technician, the repair was performed. Subsequently, the affected device passed performance verification tests. It was established that when the event occurred, the surgical light did not meet its specification as the headlight detached from the device and it could be treated as a technical deficiency and in this way the device contributed to the event. The device was not being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low. As stated by the subject matter expert at maquet sas, the gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. To prevent any safety issue the user manual (nu_powerled_0158109, page 20) mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h6 component codes field deems required. This is based on the internal evaluation. Previous h6 component codes: mechanical/fastener/bolt/741. Corrected h6 component codes: mechanical/fastener/screw/568.

Event description:
Manufacturer's reference number (B)(4).